Event description:
Bd insyte autoguard IV catheter spliced, (stylet went through the catheter making a slice in the catheter) two times while inserting piv (peripheral IV) by two nurses. Unable to obtain piv which resulted in multiple attempts to insert piv